Event description:
It was reported that the neurosurgeon¿s tablet device could not be connected to the programming wand because the connection had been stripped and was no longer tight. The tablet device is expected to be returned to the manufacturer but has not been received to date.

Event description:
On (B)(6) 2014, it was reported that an exhaustive search of the reporting facility was unsuccessful in locating the suspect medical device. The device is not expected for return at this time.

Event description:
The programming tablet is expected to be returned to manufacturer for analysis, but has not been received to date.